Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot#: (B)(4), ubd: 14-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (nurse) regarding a patient with an implantable pump for spinal pain. The pump was noted as currently administering the following drugs: fentanyl (concentration 1500 mcg/ml, dose rate 1033.7 mcg/day), clonidine (concentration: 200 mcg/ml, dose rate 137.83 mcg/day), bupivacaine (concentration 15 mg/ml, dose rate 10.337 mg/day), and morphine (concentration 10 mg/ml, dose rate 6.891 mg/day). It was reported that for the past couple of refills the actual reservoir volume (arv) has been greater than the expected reservoir volume (erv) and the patient has had increased pain. It was noted that arv was 18 ml and erv was 6.5 ml. It was further reported that they have noticed that when doing these refills, they often rinse with pfns (preservative free normal saline) and in doing so sometimes it was difficult to aspirate the full amount of pfns. It was stated that they were successful, but it just seemed a little tougher. Troubleshooting prior to the date of the report included the pump logs having been checked and there was no alarm in the logs i.e. Motor stall. On (B)(6) 2019 they were doing a catheter access port (cap) dye study and was inquiring about priming post study. The refill procedure and locked valve were discussed at the time of the report. Priming bolus programming post cap dye study was also discussed. The nurse inquired about programming a bolus using the clinician programmer and specifically about how to answer, the question ¿where is the drug¿. It was reviewed that following a dye study they should select the option for ¿drug in pump tube only¿ and use a bolus amount equaling the catheter volume. On (B)(6) 2019, it was further reported that they were performing an MRI (magnetic resonance imaging) on (B)(6) 2019 followed by a dye study. No further patient complications have been reported as a result of this event.